Event description:
It was reported that a user dropped an ilet pump and the device screen cracked, after which the pump became disconnected. The user was advised on the disconnection action plan, continued cgm use, shutdown steps to avoid further alerts, and device startup requirements for a replacement unit. Symptoms included no reported injury or adverse physiological effects. Outcomes included device replacement and user education, with return logistics and data syncing guidance communicated. Investigation included intake assessment, triage, and review of user-provided information and shipping status. Investigation of this case revealed damage to the device display consistent with accidental impact, with no indication of device alarms or systemic malfunction beyond the cracked screen. It was concluded, based on established findings for similar reports, that the cause was user-induced physical damage due to dropping the device.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.